Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient had high impedance on the cervical lead, preventing patient from entering MRI mode. Surgical intervention may be pending to address the issue.

Event description:
It was reported patient underwent surgical intervention on 11 april 2025 during which the lead was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Correction: d6a. Correction: d10. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.